Manufacturer narrative:
(B)(4). In response to medtronic¿s request for device return, no devices were received for evaluation. The device was not returned and therefore no evaluation could be performed. Method: no testing methods performed. This MDR is being filed as a result of an internal review of complaints from medtronic¿s mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues.

Event description:
It was reported that the tip of a scissor was broken. No other information was provided. There was no report of patient impact or in jury as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.